Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-mar-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that they were in the ICU (intensive care unit) due toa catheter issue. The patient stated that the pump was twisted, and they could not access the catheter at all. Per the patient, the issue had been going on since march. The patient had seen their physician and had an MRI, and they saw the kinks in the catheter. The patient requested and was sent a list of surgeons.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial #: (B)(6); implanted: (B)(6) 2010; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the pump was not twisted and was accessible for refills. The patient had difficulties scheduling a pump refill after moving from another state. They developed increasing spasms and was found to have more medication in the pump than estimated. On (B)(6) 2025, a shuntogram was performed. They were able to access the catheter with no fluid aspirated. Kinking of the catheter was seen by the radiologist on fluoroscopy. The infusion rate was gradually decreased as preparation for catheter replacement surgery. A surgery was scheduled at an outside facility for the catheter replacement.